Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation" and "swollen".

Event description:
Patient reported "deflation" and "swollen", on unknown side. Device remains implanted. Manufacturer of the device is unknown.